Event description:
During placement of an intercranial pressure monitoring bolt the neurosurgeon noted that the bolt would not screw into the hole made by the drill. While repositioning it, the bolt broke off inside the patient's head. The neurosurgeon was able to retrieve the piece remaining in the patient with a clamp. The neurosurgeon was then able to place a ventriculostomy.